Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture is a risk associated with the balloon valvuloplasty and valve deployment. Transcatheter balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated balloon comes in contact with the native annular calcification at full inflation. In this case, per the implanting physician, the stenotic surgical valve caused the bav and delivery balloon ruptures. Hypotension is also listed as a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause for the rv dysfunction is unknown; however, there are multiple potential patient and procedural factors that could have contributed to the event, including significant cad, severe aortic root calcification, and a highly stenotic prosthetic valve. Flow blocked by a native leaflet during bav is also a potential contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure to implant a 23mm sapien valve within a stenotic surgical magna ease valve, the edwards 20x3 balloon aortic valvuloplasty (bav) balloon ruptured and was immediately removed. The temporary pacemaker was turned off and the patient's blood pressure did not recover. CPR was initiated and it was noted on echo that the right ventricle (rv) was not functioning properly. Anesthesia stabilized the patient's blood pressure and a 20x5 z-med balloon was used to perform an additional bav. The patient recovered well with the additional bav and the valve was advanced in normal fashion. During valve deployment, the delivery balloon ruptured towards the end of the deployment. Post valve deployment, the sapien valve was stable and secure, but again the patient's blood pressure did not recover, so CPR was initiated and an intraaortic balloon pump (iabp) was inserted. Echo showed the rv again not functioning properly and there was mild-moderate central aortic insufficiency (cai). Post dilation was performed with a 22x5 z-med balloon, which slightly improved the cai. Due to the rv dysfunction, the medical team decided to close the apex and support the patient with iabp and fluid. Post procedure, the patient was noted to be alert and able to move all extremities. Two days post tavr the patient was noted to be extubated and doing well. The patient has since made a full recovery, is neurologically intact and was discharged home. The aortic valve area (ava) of the stenotic surgical valve was 0.25cm2. The valve and aortic root were severely calcified. There was mild mitral annular calcification (mac). The patient¿s ejection fraction (ef) was 80%. Per the implanting physician, the stenotic surgical valve caused the bav and delivery balloon ruptures.